Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicates that the brady lead was not successfully implanted due to poor anatomical branch options. No adverse patient effects were reported.